Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center image was present but defective and not viewable. The procedure performed was an unknown diagnostic procedure. The failure occurred at the beginning of the procedure. There were no reports of patient harm.

Manufacturer narrative:
Corrected data: e2, g2. Updated data: b5, e3, h6, h10. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the reported event. The following defects were noted: - there was no reproduction of poor imaging. - cracks in the front panel. - poor connection due to attrition of the latch (locking mechanism) of the video-adapter. - software updated. - the old version led cable is burnt. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the procedure could not be performed due to imaging problems, leading to rescheduling. The root cause of the imaging issues could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was rescheduled and eventually completed with a loaner from olympus. Though the procedure was rescheduled, it was eventually completed, and no patient injury was reported at this time.